Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test on the insulin pump. Customer's blood glucose level was unknown. Customer advised they changed the batteries on the insulin pump every two weeks, the insulin pump rejected new batteries, they experienced unexplained no delivery alarms and they experienced a diminished battery life on the insulin pump. Customer declined to troubleshoot and the insulin pump will not be returned for analysis.